Manufacturer narrative:
The device was returned for evaluation and is pending review. No determinations could be made at this time regarding the reported issue.

Event description:
It was reported that a revision surgery was done to remove a rod which had broken post-operatively causing patient pain.

Manufacturer narrative:
The device was returned for evaluation and the device shows no scoring or notching as evidence of premature rod fracture. It is likely that the patient exceeded the anticipated fatigue life of the implant. The observed failure is consistent with there being an insufficiency of high bone quality within the vertebrae to promote bone regrowth and fusion. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to remove a rod which had broken post-operatively causing patient pain.